Manufacturer narrative:
There was no patient injury. Baylis medical company inc. Has decided to report this event due to the procedural abortion that occurred. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A procedural abortion was reported in a case where the baylis radiofrequency puncture generator (rf generator) was unable to be used for a transseptal procedure. While setting up for the procedure, the rf generator was not able to recognize the dispersive electrode grounding pad. Other dispersive electrodes were attempted to be used without success. Another means of transseptal was not considered and the procedure was aborted. While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the procedural abortion.